Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported error 17 was confirmed, but not replicated. The reported error 17 was found in the system logs along with errors 32127 , 25730, and 40084 pointing to ac_2d and ac_2e, indicating a communication issue and confirming the fault occurred in the field. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. They power cycled and exercised the usm multiple times but were unable to reproduce the error. During pftp test, fiber values of the 3d_upstream and 3d_downstream were found to be low, close to the failing criteria. Failure analysis identified the clock spring fiber, acm, parallelogram fiber, and acs to be potential root causes for the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, error 17 was occurring. The surgeon determined that the procedure could not be performed with only three arms, so the operation was suspended. It was not determined whether the procedure would be converted to laparoscopic. The procedure was aborted prior to patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the case occurred prior to anesthesia.